Event description:
It was reported that following a left heart catheterization procedure, an angio-seal device was deployed in the right femoral artery. The pt subsequently experienced pain, a cold and tingling feeling, parasthesia and was unable to bear weight on this extremity. The pt remained hospitalized for 2 days following the the catheterization procedure due to persistent problems. A vascular consult was requested which determined surgical intervention was not necessary. Pulses were good and there was no indication of blockage; the pt was discharged home. While at home, the pt experienced pain, discomfort, numbness, loss of sensation in their right leg and difficulties walking. After several weeks of pain and discomfort, the pt was seen at a facility in 1999 where it was revealed that there was a 1.2cm embolism in the anterior tibial artery at the proximal one third. MRI confirmed the findings and surgery was performed the following month. The operative report confirmed a thrombosis of the right tibioperoneal trunk due to a piece of the angio-seal device which became detached and lodged in the artery. The physician performed a thromboembolectomy and a right below-knee popliteal to tibioperoneal trunk bypass with a reverse saphenous vein.